Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of dissection is listed in the xience prime, everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a moderately calcified lesion in the moderately calcified left circumflex coronary artery. Pre-dilatation was performed and the 4.0x15 mm xience prime stent was implanted and a distal end dissection was noted. A 3.0x23 mm xience prime stent was used to cover the dissection and complete the procedure. There were no adverse patient sequela and there was no reported clinically significant delay in the procedure. No additional information was provided.